Event description:
It was reported by the customer PICC inserted (B)(6) 2024, trimmed to 46cm, 1cm exit site and secured with a statlock. On (B)(6) 2024 leakage noticed and therefore removed. Hole in PICC noticed at 4cm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.